Event description:
A malfunction was reported by the customer, indicated by malfunction code "malf 0". The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and it remained within a normal range. Technical support provided information on how to reset the pump and assisted the customer in performing the reset. There was no recurrence of the malfunction code after the reset, and the customer was advised to continue using the pump while also being instructed to contact support if the issue reoccurs. No additional information was received regarding the outcome of the event.